Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt was not receiving effective relief of her pain. Lead migration was suspected. Surgical intervention was undertaken to explant and replace the pt's leads. Medication was also prescribed. The reported issue has been resolved.